Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: broken shell, white biological tissue and labeled as right side. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "complete implant rupture on the right with liquefied silicone".

Event description:
Physician reported complete implant rupture on the right with liquefied silicone. The status of the device is unknown. Right side.